Event description:
It was reported that this electrode was exhibiting noise when this patient was performing arm movements. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was exhibiting noise when this patient was performing arm movements. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.additional information was provided on 31oct2022, it was reported that this patient had been experiencing inappropriate shocks due to myopotentials oversensing. It was suspected that this electrode was damaged. Therefore, the electrode was replaced. No additional adverse patient effects reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection showed no visible notch next to the sense b electrode. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed and found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was exhibiting noise when this patient was performing arm movements. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.additional information was provided on 31oct2022, it was reported that this patient had been experiencing inappropriate shocks due to myopotentials oversensing. It was suspected that this electrode was damaged. Therefore, the electrode was replaced. No additional adverse patient effects reported.